Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung problems. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h6 (medical device code, type of investigation, investigation findings and investigation conclusions) were incorrectly captured and has been corrected in this report.

Manufacturer narrative:
The manufacturer previously reported an issue related to a trilogy device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged lung problems. The patient did receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and could not confirm any evidence of foreign black particulates external to the device inside of it or in the bacteria filter at the outlet port. After review of the air / flow path there was no evidence of foam contamination. The manufacturer visually inspected the device internally and found small amounts of dirt, dust, grim, and other foreign particles normally found inside air / flow path overtime. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of dust contamination were observed and are consistent with being from an external source.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. Section h9 was reported incorrectly in previous report which is now been corrected in this follow-up report.